Event description:
It was reported that the fluid warming device was very noisy, possibly due to a broken pump. No injury or intervention required. No adverse affects were reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device in good condition, some small wear and tear on the enclosure. Functional testing found the pump was loud, and the water flow was not regulated. The root cause of the reported issue was found to be a malfunctioning pump. Replaced the pump, o-rings and tank gasket. Device passed all functional testing.